Manufacturer narrative:
The manufacturer previously reported receiving information alleging a service required code related to the oxygen blending module. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Although the customer's complaint was confirmed, the identified issue would not affect the device's ability to deliver the prescribed therapy.

Event description:
The manufacturer received information alleging a service required code related to the oxygen blending module. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.